Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 23-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on windows. A field service engineer found station software update was not completing, and the customer had waited nearly 24 hours. The update had originally started prior to a case, and the customer had powered the station off and, on several times, to use it. The solid-state drive (ssd) was replaced, and the software was re imaged. Network settings were configured, remote support service (rss) and component manager were deleted, and the latest versions were installed. Credential management was configured, eset v12 was deployed, and auto boot was set up. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es stuck on windows update, user tried rebooting the station several times, but windows kept updating and issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.